Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. Not returned to manufacturer.

Event description:
It was reported that the device suddenly alarmed during a running ventilation episode and shut down. The patient was transferred to a different device; no consequences have reportedly occurred.

Manufacturer narrative:
A dräger service engineer was dispatched to examine the device but it was neither possible to switch it on nor to down-load the log file. Based upon this initial expertise, it was recommended to replace the controller board and the power supply but the hospital gave no approval for that due to the high cost estimation. This situation does not allow a case-specific evaluation; a reliable conclusion in regard to the exact root cause could not be made. The user facility uses the service of a third-party company for performing repair and maintenance activities. It is known that the particular device was already subject to repeated repair interventions. There's no proof for a potential causal connection to the recent malfunction but it can however not be fully excluded.

Event description:
It was reported that the device suddenly alarmed during a running ventilation episode and shut down. The patient was transferred to a different device; no consequences have reportedly occurred.